Manufacturer narrative:
H3, h6): the manufacturing representative (rep) went to site to test the imaging system and replace the umbilical cable in accordance with documentation asm 97323td. All tests and verifications successfully passed. System is fully functional and returned to customer for clinical use. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding an imaging system being used for a procedure. It was reported that when radiological therapist(rt) tried to take a 2d image, the unit go back to the initializing state. Rt rebooted the system, and issue was resolved. According to them, this has happened more than once. This occurred intra operatively. There was no reported delay and no reported impact to patient outcome.

Manufacturer narrative:
(H3, h6) no parts have been received by manufacturer analysis. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: bi71000167, product ID: bi71000424rpend. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.